Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial#: (B)(4), implanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 21-aug-2009, UDI#:(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving hydromorphone (1 mg/ml at 0.15 mg/day) via an implanted pump. It was reported that the patient was taken in today for a routine pump replacement procedure and they were not able to aspirate from the cap (catheter access port). Upon opening the pocket, they noticed that the catheter was cut. They were not sure of the cause or how long it had been cut or broken. They revised the catheter by adding 11 cm of a proximal/pump segment revision kit to the remainder of the existing catheter. It was calculated the once the revised catheter was attached to the new pump that the patient would receive drug for approximately 22 hours and then would be getting less than the programmed dose for 3-4 hours because the existing catheter was not aspirated and the 11 cm added would have little to no drug.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a company representative regarding on (B)(6) 2020. It was reported that the patient's weight was unknown and the catheter was discarded at the time of the surgery, and would not be available for analysis.